Event description:
It was reported both leads had migrated which was confirmed via imaging. One lead was visually confirmed fractured. Surgical intervention was undertaken wherein the fractured lead was replaced and the other lead was repositioned to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.